Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple alarms and the pump was placed in the shelf mode. The contact declined to provide further information about the alarms. There was no reported impact to the customer's blood glucose level. Tandem technical support assisted the contact with waking the pump from the shelf mode.